Event description:
Upon further review, the electric shock which was reported was delivered by an external industrial device, not the implanted implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Additional information: d10, h3, h6. Upon receipt, the device was interrogated with a programmer and was noted to be in backup mode. The device image was downloaded, the device was decontaminated, and a visual inspection was performed. There were burn marks noted on the device can, and no other anomalies noted. The device image was reviewed, and there was a power-on reset (por) observed. The device was restored through a firmware download and functional testing was performed. Test leads were inserted into the header, and impedance, sensing, pacing, high voltage output, telemetry, and patient notifier were all tested, and no anomalies were noted. A stress test was performed to attempt to reproduce the por, and the por failure was not reproduced. The device was opened, and a visual inspection was performed, and no physical anomalies were observed. The hybrid was sent to the supplier for further analysis, and testing showed that the hybrid met all mechanical and electrical performance specifications and no anomalies were observed. The reported event of backup mode was confirmed, and the cause of the backup was unable to be determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received an electrical shock from the device. Upon further interrogation during a later follow-up, the device was noted in backup vvi mode. The device was explanted and replaced to resolve the event and the patient was in stable condition.